Event description:
The hcp reported the patient initially had good response to the intrathecal medication with catheter tip placement verified by fluro. Months after implant, the patient exhibited a reduction in efficacy. An xray showed visualization of an apparent mass of tissue adjacent to the catheter tip that the hcp believed was obstructing the flow of drug. A follow up report will be sent if additional information is received.